Manufacturer narrative:
The complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a segura hemisphere¿ basket was used during ureteroscopy procedure performed on (B)(6) 2016. According to the complainant, during the procedure and inside the patient, the sheath split at the distal end by the basket cage. No pieces detached from the device. The procedure was completed with another basket (unspecified name). There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
A visual analysis of the returned segura basket found that the sheath had been torn at the distal end. The basket was in the retracted position with no basket wires visible extending out of the sheath. The basket was found deformed from the distal end. The thumbwheel moved freely in both directions and the basket would open and close when the functional evaluation was performed. The evaluation revealed that the sheath had torn at the distal end. During manufacturing the devices are 100% inspected for device functionality and integrity. Most likely, the basket sheath split/torn was due to device manipulation during the procedure. Therefore, the most probable root cause selected for the complaint is "operational context."

Event description:
It was reported to boston scientific corporation that a segura hemisphere¿ basket was used during ureteroscopy procedure performed on (B)(6) 2016. According to the complainant, during the procedure and inside the patient, the sheath split at the distal end by the basket cage. No pieces detached from the device. The procedure was completed with another basket (unspecified name). There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.